Manufacturer narrative:
(B)(4). All available information was investigated and the reported inability to close the clip was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the inability to close the clip. Functional testing confirmed that the clip functioned as intended with no clip actuation issues observed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to close the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the left atrium. After several attempts to close the clip (rotating the arm positioner), the clip would not close. The physician inverted the clip in the left atrium to withdraw the clip. The cds was not used. A new cds was used to complete the procedure. One clip was implanted reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.